Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the implant procedure, x-ray showed the right atrial (ra) lead was visibly dislodged. Interrogation showed atrial electrograms markers were lined up with ventricular electrogram markers. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.